Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of having high blood glucose of 400 to 500 mg/dl and infusion set leaks from the tubing. Customer treated with insulin. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised to return the set for analysis. Customer declined high blood glucose troubleshooting and indicated that their blood glucose was lowering. No further details given.